Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4). Device evaluated by manufacturer? No: lens was wasted by the facility. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the reporter stated the lens was removed from the lens tray and the technician noted the lens was scratched. The lens was not loaded and there was no patient contact. The reporter stated the lens was received damaged.

Event description:
Received a lens implant card from the facility for an aa4203tl toric silicone single piece lens, with the information the lens was scratched. The lens was wasted. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search and the device history record review, a possible cause of the event has been determined that the lens may have been damaged during the removal from the lens tray or while being loaded into the cartridge. Claim # 425026